Manufacturer narrative:
(B) (4).

Event description:
The pt experienced redness, soreness and swelling at the pump pocket site that began in early (B) (6) 2010. Under the skin, the pump felt "sharp" at the top edge. An infection at the site was suspected; however, the hcp did not confirm this with the pt. The pt was on courses of antibiotics to treat the suspected infection. Flagyl, 2 packs of zithromax and another (unk) medication were used. The redness and swelling subsided with antibiotic use, however, it returned when treatment completed. The hcp instructed the pt to wear a "girdle" but the pt has not been able to wear it due to pocket soreness. The pt stated, he was also wearing the girdle in early (B) (6) 2010; when the redness and swelling began. Additional info has been requested from the hcp, but was not available as of the date of this report.